Manufacturer narrative:
Insulin pump received with button error alarm and had no button response due to corroded keypad trace. Unable to perform displacement test on insulin pump due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer states that the belt clip she was using with her insulin pump broke and she was keeping the insulin pump in her pocket. The customer's blood glucose was at 127 mg/dl. She was advised to revert to a back-up plan and discontinue using the insulin pump. Nothing further was reported.